Manufacturer narrative:
Lot number of the cmptr 9734477r rollingstone embedded rwk is 9734477. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: cmptr 9734477r, rollingstone embedded rwk. A medtronic representative went to the site to test the equipment. Testing revealed that the computer had an intermittent start fault. The error was that there was no signal. The general failure was not resolved and no hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the computer has an intermittent start fault. The error was no signal. There was no patient present when this issue was identified.